Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor position encoder error was display. Customer's blood glucose at time of incident was 156 mg/dl. The customer stated insulin pump was exposed to a strong magnetic field or MRI. The customer was advised to revert to a backup plan. The customer pump is a cot and will be send another one.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck with a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify the motor position encoder error alarm in the alarm history due to an overwritten history file.